Event description:
Customer stated that the meter counts down all by itself and sometimes will not present a test strip and pt received a reading in the 300s last week but the reading looked like it was 200s until pt shook it and the screen changed to 300s. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.